Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after an angioplasty procedure. Reportedly, the device was successfully flushed prior to the procedure. The proglide was inserted and bleed back was not seen. The device became stuck in the vessel and could not be removed. The sheath was cut off and remained in the patient. Pedal access was used to snare the sheath and remove it without issue. Manual arterial compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported blocked marker lumen could not be tested due to the condition of the returned device. The reported separation was confirmed. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: after the device became stuck, the black portion (sheath) of the device was cut off and remained in the patient. A proglide foot was separated. The separated foot and the black portion of the device were retrieved from the anatomy via a snare. No additional information was provided.